Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A visual interior inspection was performed and passed. Global receiver functional testing was performed and failed however not related to the complaint. A manual functional "try it" test was performed and passed. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. A global communication tool software test was performed and passed. Speaker resistance was measured. The reported issue could not be reproduced with the receiver. The reported event of no audio output was not confirmed. A root cause could not be determined.